Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a single-port medium-large clip applier instrument was not applying the clips properly. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port medium-large clip applier instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was tested on an in-house system, passing the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, with grip tips opening and closing properly. The instrument passed the clip test multiple times with no issues. Additionally, the instrument was found to have a sheath coextrusion lodged at the proximal clevis, and a bent main tube. The bending damage is located at the proximal end of the main tube. Components adjacent to this bent main tube did not show damage. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues.